Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and caused the threshold suspend to go off. The sensor reading was 82 mg/dl when the blood glucose reading was 93 mg/dl at the time of the report. The customer later reported via social media that the sensor gave a reading of 50 mg/dl when the blood glucose reading was 150 mg/dl, causing the threshold suspend again. She was contacted and declined troubleshooting and believed it was an issue with sensors from a specific box.